Manufacturer narrative:
This report was discovered to be a duplicate of pr 4882450 submitted as MDR number 3030677-2024-02376. Device investigation is ongoing.

Event description:
Philips received a complaint on the heartstart xl device indicating that the device does not work. The field service engineer (fse) visited the customer site, evaluated the device, and confirmed that the equipment is at the end of its support life with no possibility of replacing parts. The device was not returned to use and no further evaluation is warranted at this time. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed.